Event description:
Falsely depressed hb1c results were obtained on multiple patient samples. The results were reported to the physician. The samples were repeated and higher results were obtained and reported. One patient had their insulin dosage lowered based on the falsely depressed result. The dose was increased after the corrected report was received. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Issued an urgent medical device correction in (B)(4) 2012, to reinforce instructions to customers to enter and verify scalers with every calibration of a new hb1c flex(r) reagent cartridge lots and with each recalibration of the same flex(r) lot. The hb1c method uses additional calibration parameters called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. This feature had been communicated to customers with the launch of hb1c ((B)(4)) in the hb1c kit supplement. The instrument is performing within specifications. The account has corrected the scalers.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is failure by the customer to input the lot specific calibration scalers provided with the kit. The kit packaging prominently displays the lot specific scalers on the outside of the kit packaging to reinforce the need to input the scaler factors when calibrating the lot. The instrument is performing within specifications. No further evaluation of the device is required.